Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during preparation, it was observed that the inner package of the hemostatic clipping device was torn and crumpled. Clinical follow up revealed that the plastic over sheath was torn. The sterile barriers had not been compromised and there was no damage to the outer packaging. A second resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure. Preliminary investigation results revealed that the over sheath was not torn or split. Based on this information, this event has been deemed non-reportable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation, it was observed that the inner package of the hemostatic clipping device was torn and crumpled. Clinical follow up revealed that the plastic over sheath was torn. The sterile barriers had not been compromised and there was no damage to the outer packaging. A second resolution clip was used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
Updated to report change in reportability. A visual examination of the returned device found that the over sheath was stretched and had to be cut in order to expose the clip assembly. The over sheath was then pulled back using the sheath grip and the clip assembly was actuated several times. Functionally, the clip assembly deployed per design and two distinctive clicks were heard. A tear or split in the over sheath was not present. The most probable root cause for this complaint is not confirmed as the returned over sheath showed no evidence of a tear or split. Based on these investigation results, the event has been deemed non-reportable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.